Manufacturer narrative:
Device evaluated by manufacturer: a 28 x 4.00 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the distal region lifted and pulled in a proximal direction. The undamaged stent outer diameter (od) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 28 x 4.00 promus premier select drug-eluting stent was advanced; however, the stent did not pass through the lesion. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent damage.